Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous left anterior descending artery. A 2.50mm x 16mm promus element plus stent was advanced but was not able to cross the target lesion. The device was removed and the stent was found to be lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.